Event description:
A report was received that the patient underwent a revision due to pain and shallowness at the pocket site. The physician repositioned the ipg deeper within the pocket and the patient was reportedly doing well after the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.